Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator migrated in the pocket. The device was explanted and replaced. The patient's condition was good post procedure.